Event description:
A baxter sales representative reported to baxter (B)(4), on behalf of a customer, of an intravia empty container in which pharmacist observed holes in the bag. It is unknown when the reposted condition occurred. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.